Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were working intermittently. Customer reported that insulin pump buttons sometimes work but sometimes do not work. Customer stated that they were able to access menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated that block mode was inactive. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.